Event description:
After 74+ months of implantation, this pacemaker was explanted because the device was at eol. It was reported that the device went from eri (elective replacement indicator) to eol (end of life) quickly, in approx 4 months.

Manufacturer narrative:
July 5, 2006. Code 2203 (other): physician reported that this device went from eri to eol in approximately 4 months. Because the device was not returned for analysis, a response from the manufacturer is pending.